Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received a pump error 82 twice and received a failed battery test alarm. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump passed all functional testing, including the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The motor was tested outside of the device and it passed. However, the pump error 82 alarm was found in the pump history. The motor may have had an intermittent failure that was not detected during our testing. According to the power management graph, the backup battery unloaded voltage was not less than 3.7 volts for 240 consecutive minutes and the loaded voltage was not less than 3.5 volts for 4 consecutive hours. The pump was received with normal operating currents. No unexpected failed battery test alarm was noted. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.